Event description:
This complaint file addresses product sample 2 of 15 reported 7/28/2010. During a follow up call to the home patient (hp) by product surveillance regarding a report for the same problem, the hp reported another cassette was found with crushed tubing. On 16 aug 2010, product surveillance spoke with the hp who stated the external box of this product lot was not damaged. The hp stated approximately half of the case of the cassettes (15) had to be discarded due to crushed tubing. The hp stated in this particular lot, the 15 cassettes he disposed of all had 'u' shape damage and the tubing was unusable. The hp stated it was a variety of lines damaged; there was no trend of specific line. However, the hp stated all lines were crushed above the clamps. The hp stated it appeared the clamps caused the damage to the tubing by how the cassettes were packaged. The hp stated he has had no issue with his new lot of supplies and has seldom had issues with product in the past. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of damaged tubing. The report was not confirmed due to a lack of sample and the root cause was undetermined. A batch review was performed on the associated lot with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a mid-urethral sling procedure performed on (B)(6) 2006. According to the complainant, the patient presented on (B)(6) 2006 with erosion of the urethra. On this date the mesh could not be excised. Part of the mesh was removed at doctor's hospital on (B)(6) 2007. Vaginal pain and discharge were also reported at this date. On (B)(6) 2007 the patient presented with bleeding, pain, and discharge. On (B)(6) 2008 the patient presented with discharge and dyspareunia, but it was noted that there was no erosion and no severe stenosis or lesions. On this date flagyl was prescribed for bacterial vaginosis. On (B)(6) 2008 it was reported that the patient was still experiencing discharge so the physician planned a urethrolysis exam. A small granulation area was noted on (B)(6) 200, but no erosion. On (B)(6) 2008 the physician prescribed additional flagyl, diflucan and premarin. On (B)(6) 2008 the patient reported that the discharge was better, but that there still was some suprapubic pain. On this date a urine culture was performed and the physician prescribed bactrim and diflucan. On (B)(6) 2009 the patient again presented with discharge and was referred to dr (B)(6) for possible removal of the remaining mesh. On (B)(6) 2009 a cystourethroscopy was performed. It was reported at this date that the patient was experiencing urinary frequency and urgency, but there was no evidence of erosion. On (B)(6) 2009 the patient went to (B)(6) for an examination. No remaining mesh was identified. There was redness noted along the left interior wall around epithelium and some pus was noted. The 1.5 cm x 1.5 cm area was resected and the vaginal vault was noted to be normal. No other information is available.